Event description:
Note: this is one of two complaints that occurred during the same procedure. Reference MFR report numbers 3005099803-2009-05626. It was reported to boston scientific corporation that a gold probe and an injection gold probe were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2009. According to the complainant, the gold probe was positioned into the pt's stomach to treat a pyloric ulcer. However, when the physician attempted to activate the device, it would not cauterize the area. The gold probe was removed and an injection gold probe was used with the same result. The procedure was completed with an epinephrine injection at the site. Info received indicates that an erbe generator (20 watts bipolar) along with an active cord were used with the gold probe and injection gold probe devices. After the two devices were removed from the pt, they were tested with a different generator and a different active cord. Again, both of the devices emitted weak energy. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).